Event description:
It was reported that the surgeon was impacting the #3 ps box cutting guide and broke.

Event description:
It was reported that the surgeon was impacting the #3 ps box cutting guide and broke.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been similar events for the reported lot. Visual examination confirmed the reported event, one of the condyle portions of the guide was fractured. The device was damaged consistent with prolonged use. Material analysis determined the device fractured from an overload condition. The investigation determined the fractured cutting guide was caused by an overload. It is noted that this device is over 8 years old, misuse at some point in this extended service life likely contributed to the fracture. It was reported the device fractured during impaction, an off-axis impaction may have contributed to the fracture. No evidence of manufacturing defects was found during the investigation.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.